Event description:
It was reported that in preparatation for an angioplasty procedure, the graphix guidewrie tip looked like it was flaking or peeling off. The lesion to be treated was in a descending coronary artery. The event occurred outside of the patient and the device was not used. The procedure was successfuly completed with another of the same device. No patient injuries or ocmplications were reported.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.